Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not powering on. There was no patient harm. The issue was noted prior to patient use.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action. H3 other text: customer received field action notification.

Manufacturer narrative:
The customer complaint was confirmed. The root cause of this failure was identified. No device will be returned per customer.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not powering on. There was no patient harm. The issue was noted prior to patient use.

Manufacturer narrative:
Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. A review of the complaint history was performed which confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not powering on. There was no patient harm. The issue was noted prior to patient use.